Event description:
Philips received a complaint by the customer on the v60 indicating that the device had an unexpectant shutdown. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Customer states unit was reported to be shut off after being left and in standby mode. The power cord was found not plugged into ac power, no patient harm reported and unknown if nurse call system was connected, battery may have been depleted but when event log was reviewed there were no entries for running on battery or battery power low, customer states battery has recharged with unit plugged into ac power and no other malfunctions, customer requests clarification on event log entries when unit is in standby mode, customer emailed event log and log was reviewed with no error codes to note. The rse advised customer that no entry is made in log when unit is placed in standby mode but checked with the pse if other entries are logged, pse was not able to advise on findings, advised customer to run pvt and return unit to use if no other issues found, customer acknowledged, issue resolved. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.